Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted on 19-dec-2018 of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer stated that upon removal a u by kotex sleek regular tampon fell apart and pieces remained inside. She was able to remove remaining pieces and did not seek medical assistance.